Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a leak from disconnected tubing to the blood sampling valve (bsv) port 4. The fse trimmed and reattached the tubing to port 4, which resolved the leak. The fse was not able to confirm or reproduce the low vacuum error. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from a coulter lh 780 hematology analyzer. The volume of the leak was approximately 25 ml and was not contained within the instrument. The customer also reported the instrument generated a low vacuum error. The instrument operator was wearing a lab coat, gloves, and a face shield at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.